Event description:
Consumer called to report high readings. She had to call the ambulance who tested with her meter and said the meter was inaccurate (reading too high).

Manufacturer narrative:
Awaiting product return to conduct quality investigation.